Event description:
It was reported that the right ventricular lead was fractured. It was reported that the patient did have a cardiac arrest due to vt and CPR was administered. It is unknown if the lead fracture resulted from chest compressions from CPR or if the lead fracture occurred prior to the vt arrest. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.